Manufacturer narrative:
The following sections of this report have been corrected and/or updated: section a2: date of birth, section a3: gender, section b5: describe event or problem, b7: other relevant history, d1: brand name, d4: model number, serial number, and expiration date, d6a. If implanted, give date, and h4: device manufacture date. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A tavr cine was provided and revealed that the valve was deployed 90:10 aortic/ventricular. During manufacturing, all sapien 3 ultra components are inspected several times throughout the manufacturing process. Pvl skirt components: 100% visually inspected under 10x magnification and dimensionally inspected on a sampling basis. Prior to terminating the work order, skirt samples were subjected to material verification, toxicity, and pyrogen testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review was performed and did not reveal any manufacturing non-conformances issues that would have contributed to the reported event. The IFU for commander delivery system with s3u thv, and the procedural training manual was reviewed for instructions relating to the complaint. The procedural manual provides guidance on post-procedure care for conduction abnormality/arrhythmia. Post-procedure, the patient should be monitored for the gradual development of heart block. If the patient has lbbb with a pr interval of > 280 ms or has had any higher degree of the block, a ppm implantation should be discussed and patients must be carefully monitored in the post-procedural period to assess for any change in conduction. The following algorithm may be considered for the management of patients who develop av nodal conduction disturbances in the post-procedural period. There were no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed from the clinical review of the provided medical record. No manufacturing nonconformities or IFU/training manual inadequacies were able to be identified during the evaluation. An evaluation on conduction disturbances or heart block has been documented and written by edwards in a technical summary a clinical technical summary for complaints-conduction disturbances/ heart block. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. As reported, approximately 1-week post-implant of a sapien 3 ultra valve, the patient presented with a heart block. Heart block occurs when the electrical signals do not conduct properly through av nodes to ventricles, resulting in abnormal heart rhythm (slow beating). Per instructions for use (IFU), conduction system defect which may require a permanent pacemaker are potential adverse events associated with the tavr procedure. Per the technical summary, atrioventricular conduction disturbances after tavr are associated with many patient and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. The patient exhibited rbbb, 1st degree av block (heart block), and lafb (left anterior fascicular block - a blockage of one of the electrical branches that deliver electrical signals to a part of the left ventricle) pre-tavr procedure. Immediately post-procedure, no new bundle branch block was noticed, and her baseline rbbb persisted. Later, the patient developed a complete heart block post-tavr, requiring a permanent pacemaker. Technical summary demonstrates that pre-existing heart block is common in patients undergoing tavr and will develop post-operative heart block, potentially requiring a permanent pacemaker. It also demonstrated that pre-existing rbbb may be at the highest risk for the development of completed heart block. In this case, the patient's pre-existing conditions, (rbbb, first-degree av block, lafb) may have contributed to the reported event. However, a conclusive root cause was unable to be determined. No manufacturing non-conformances were identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU/training inadequacies were identified, and therefore no corrective or preventive action nor pra is required at this time.

Event description:
At 3 days post-procedure of a 23mm sapien 3 ultra valve the patient presented with a heart rate of 40 and a complete heart block. Approximately 7 days a permanent pacemaker (ppm) was implanted. There were no complications during the ppm procedure. As reported, the 23mm s3 ultra valve was successfully deployed with no leak or rhythm disturbances.

Manufacturer narrative:
The investigation is ongiong.

Event description:
As reported, approximately 1-week post-implant of a sapien 3 ultra valve, the patient presented with a heart block. This patient was not a patient who was otherwise concerned about needing a pacer and had no pacing issues after deployment of the ultra valve. The valve was successfully deployed, with appropriate deployments. Per the report, days to weeks later the patient came back in complete heart block. The heart team is wondering if the heart block may be due to an "inflammatory reaction" to the skirt material since the sapien 3ultra valve has a different skirt than the sapien 3. Initial review of cine, the valve position appears to be 90:10 aortic/ventricular.